Manufacturer narrative:
Technician found the stretcher in sub-basement. Head hydraulic cylinder drifting. Replaced head hydraulic cylinder and completed function test to resolve this issue.

Event description:
Information received alleged that the head of the stretcher would drift. No injury alleged.